Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had a damaged navlock handle. The metal was loose around where it attaches to the instrument. No patient was present at the time of the event.

Manufacturer narrative:
The ratcheting handle was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The instrument retention collar had broken from the returned handle. Otherwise, the ratchet mechanism was intact and functional. If information is provided in the future, a supplemental report will be issued.